Event description:
Additional information received stated that the patient's infection had resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after a surgical implant procedure on (B)(6) 2021, the patient developed a staph infection the next day. Vancomycin was administered to treat the infection, and the patient was hospitalized for a prolonged period.